Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, due to pump shutdown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Additionally, it was reported that the customer put the pump in storage mode. The customer's blood glucose (bg) level was reported as "high" on the continuous glucose monitor. Elevated bg was address by a correction bolus via the pump. The customer continued to use the pump for insulin therapy.